Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder and capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch 5092375) that a female patient underwent breast augmentation with unspecified saline mentor smooth breast implants and experienced several unexplained systemic symptoms, including numbness in arms, numbness in legs, depression, anxiety, fatigue, hair loss, difficulty breathing, autoimmune disease, chest pain, chills, chronic pain, headaches, rash, hormonal concerns, neurological disturbances, problems sleeping, sensitivity to light and sun, inflammation and bilateral capsular contracture. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral device removal on (B)(6) 2020. This report is for the patient's left-sided device.